Event description:
It was reported that the customer, concerned about hypoglycemia after meal announcements, at times disconnected from the ilet system and used injections; the customer experienced a blood glucose low of 50 a couple of hours after a meal announcement, treated with oral glucose, and was advised to contact the clm team for possible factory reset and education on algorithm adaptation, indicating a usage issue with meal announcements consistent with an incorrect procedure and a user interface factor. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication and interviews with the customer and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to failure to follow instructions, involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.